Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited myopotential oversensing. The right ventricular sensing has been dropped in the last two months which could be related to the lead or patient physiological changes. Further testings were discussed.